Manufacturer narrative:
(No problem found) the evaluation did not identify any issues relevant to the reported event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a burning smell was emitted from the device, after the device was used for a long time. No harm for patient, operator or third party was reported. This was noticed after the surgery. No further information received. Update 28-jun-2021: it was confirmed that the burning smell occurred during the surgery. The burning smell returned immediately when the device was switched on again after the device was off for a while.